Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.

Manufacturer narrative:
The device was received deployed and with the formed needle visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the formed needle and the slide retract. This improper installation of the formed needle into the slide retract resulted in the needle not retracting back into the pod. Upon inspection the formed needle was found to be bent and under magnification the needle tip was observed to be curved. It could not be determined how or when this damage occurred.